Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Reportedly, the physician used the proglide device while still in training without an abbott vascular representative present. It should be noted that the IFU states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a renal stenting procedure. Reportedly, the physician had a problem with knot management. The proglide knot was tightened; however, hemostasis was not achieved with the guide wire still in. The proglide was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Physician is in-training in use of the proglide device; however, the trainer was not present. No additional information was provided.